Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was experiencing pain at her ipg pocket site ever since the device was implanted on (B)(6) 2012. Follow-up information identified the pt met with her physician and due to the pt's discomfort, her physician has decided her system will be explanted. Surgical intervention may take place at a later date to address the issue.